Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2009, regarding an allegation that his onetouch ultra would not turn on and was prompting the battery indicator. After the alleged issue, he felt sick. The patient reported the following information to this specialist. The meter stopped working eleven days prior. Afraid that his blood glucose would drop, the patient stopped taking his 70/30 humulin, 5-7 units before breakfast and the evening meal beginning 2009. The following day , the patient developed a headache and frequent urination. The patient continued to not take insulin while his symptoms continued because his physician was unable to see him. Unable to resolve the alleged product issue, the customer care advocate replaced the meter and test strips. The patient tested on the replacement meter upon its arrival five days later, result 513 mg/dl. The patient injected 7 units humulin and later another 10 units. Although he now feels fine, he will see his physician in the same month. Because the patient alleged he stopped taking daily insulin because his meter would not function and later developed symptoms that meet the criteria of serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.